Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. However, a photo of the suspect medical device was provided. An evaluation using the image was completed. Upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: anisomastia, device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year-old female patient underwent a breast augmentation revision surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral superior implant malposition, lower pole breast ptosis, dropping breasts, and a ruptured left breast implant by a medical professional. As a result, the patient underwent bilateral removal and replacement with non-mentor breast implants on (B)(6), 2023. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-10197 for the contralateral event.